Manufacturer narrative:
Product ID: 3093-28, lot# v292727, implanted: (B)(6) 2009, explanted: na, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer.(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that when they tried to turn on their device the received a poor communication and that they have not use the device for some time. Patient had an appointment to meet with their health care professional on (B)(6)2018. No further complications were noted or anticipated

Manufacturer narrative:
Based on additional review of the event, the previously reported patient code of (B)(4)no longer applies to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that their implantable neurostimulator (ins) had been shocking them since implant. The patient stated that, at some point, the device became less effective, so they went to their healthcare professional (hcp) where it was turned off (it had been turned off ever since). The patient mentioned that in the winter, they got a static shock and were fine in the summer time. They could walk on carpet before and wear wool however now he cannot. Sometimes, when they picked up the phone, it would shock them. In addition, near metal, dryers caused the patient to get shocked. It was reported that patient got shocked several times a year and, at one point, the device cause them not to go to the bathroom. The patient noted that they got shocked a lot more now and wondered if the ins was causing this. It was also reported that the programmer showed a reduce icon mode. There were no further complications reported or anticipated.

Event description:
It was reported that the patient experienced a shocking sensation during a workout. The patient then tried to get into his car, but could not sit down because the pain was too severe. The patient turned the implantable neurostimulator (ins) off, but when he turned it back on to his normal amplitude (2.8 v), it continued to cause him pain. The patient turned the amplitude down to 0.08 v, which did not cause pain but did not help with the patient's urinary symptoms. It was also noted that the patient programmer was in "reduced icon mode" and the patient only had access to one program. Additional information was requested but was not available at the time of this report.